Manufacturer narrative:
No blank display anomalies were noted after battery insertion. However, the pump was received with a flashing white lcd due to a cracked lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to a flashing white lcd. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's doctor reported via phone call that the insulin pump flashes a white screen on the display. The customer's blood glucose reading was unknown at the time of incident. No further details provided.